Event description:
It was reported that the balloon detached and remained inside the patient. Retrieval of the balloon took an extended period of time, which prolonged the procedure and anesthesia duration. No further issues or patient injury were reported. Note: this is report 2 of 2 related to the second catheter used in the event.

Manufacturer narrative:
The devices was discarded and was not available for investigation. Therefore, the root cause of the reported incident could not be conclusively determined. It could not be established whether the issue occurred during the manufacturing or packaging process, or if the product was damaged during handling or preparation prior to use. A review of the lot history record for the devices revealed no anomalies or nonconformities during manufacturing or packaging that could have contributed to the reported event. Note: this is report 2 of 2 related to the second catheter used in the event.